Event description:
It was reported that (2) devices were used during a cholecystectomy. It was reported by the affiliate that the dh010's, used with a h2tuv, malfunctioned (no details). Another device was used to complete the case. There was no consequence to the pt.